Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms were received. The customer's blood glucose level was not impacted. Reportedly, the customer would successfully deliver the remainder of the bolus after clearing the occlusion alarms. No supplies were changed during the occlusion alarms. A system check was performed and the pump performed as intended. During a follow-up, the pump logs were review and no issues were identified. Reportedly, the customer keeps the pump inside their pocket. The customer stated they had not observed any issues with their supplies during the past occlusion alarms. Tandem technical support advised the customer to allow a bolus to completely deliver prior to placing the pump back inside their pocket in order to avoid abrupt temperature changes to the pump.